Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming efforts were performed and the recent events showed low amplitude with oversensing, leading to an inappropriate electric shock. The smart pass feature was disabled multiple times for low amplitude signals and actual slow rate. Reprogramming efforts were discussed and recommended. Currently, the product remains in service and no additional adverse patient effects were reported.